Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level. The pump malfunction code was resettable, and cts provided reset information to the caller, assisting in the process. The issue did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the malfunction reoccurred.